Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease /herniated disc pain. It was reported that when the patient first had the spinal cord stimulator (scs) implanted she had to stay in the hospital for a couple of days even though it was supposed to be an outpatient procedure. The reason she had to stay in the hospital longer than expected was because they could not bring her out of the anesthesia. This occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.